Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#unknown); sigphandle, sig power sigphandle handle (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the device prior to firing, specifically involving the reload component. The problems included jaw issues, difficulty opening the jaws, and instances where the jaws would not open at all. There was no tissue involved in the event. The issue was resolved by replacing the device. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. The jaws were open. Functional testing found that the reload was loaded into a representative instrument. The jaws opened and closed smoothly. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws do not open and jaws do not open smoothly. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: anvil assembly out of position. Functional testing found that the jaws were clamped and a noticeable gap could been seen. The most likely cause for the additional condition was traced to device design the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.